Manufacturer narrative:
(B)(4): d10: item # 010000935, g7 hi-wall e1 liner 36mm e, lot # 6744975, item # 30.00.49-080, stem ms-30 8 polished, lot # 3030382, item # 01.00358.010, distal centralizer 8/10 ms-30, lot # 3038070, item # 00801102020, allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter, core store in cool dry place, lot # 64573394, item # 010000703, g7 bonemaster ltd acet shl 52e, lot # 6744975. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 4 years and 3 months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. No product was returned for evaluation. However, two pictures were received. In one picture, the shell can be seen (linked complaint (B)(4)), and in the other picture, the revised liner (linked complaint (B)(4)) and ceramic head are visible. Given the biological tissue on the products, it can be assumed that the pictures were taken right after the revision surgery. The ceramic head is covered in blood and therefore no further assessment can be made. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event cannot be confirmed the information received through correspondence indicate that the cup positioning was poor. However, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a primary hip arthroplasty. Subsequently, the patient was revised four (4) years and three (3) months post implantation due reoccurring dislocations. The cup positioning was poor. Liner and cup were explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.